Event description:
Device has been explanted.

Event description:
Healthcare professional reported "patient with anatomical implants, detected with implant rupture." Healthcare provider later reported seroma-late, and non device related events ¿abdominal pain¿, ¿small bowel obstruction¿, ¿uterus is prominent and lobulated containing multiple mass lesions, the largest of which measures approximately 3.2 x 2.4 cm. These are most likely uterine fibroids¿, and "small nodules." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient with anatomical implants, detected with implant rupture.